Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient was unhappy. Due to the patient being unhappy, the lens was removed and replaced for another same model/length but different power lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).